Event description:
It was reported that the battery voltage dropped quickly. Review of device date reveals that on (B)(6) 2009 the battery voltage dropped from 3.1v down to 2.97v and then rebounded back up to 3.11v. On (B)(6) 2010 the battery voltage dropped from 3.11v down to 2.65v and stayed there. The counters page reveals that the patient received a total of 92 shocks, most of them on (B)(6) 2010. It is unknown if the shocks were appropriate or not. Manufacturer's technical service personnel reported they "believe that the combination of normal usage since implant plus the 92 shocks that occured this would account for the drop in battery voltage" and "feel that the battery is operating normally." The device and the lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.